Event description:
A report was received that the patient had an erosion at the scalp. No sign of infection but proven to have contamination due to erosion. It was unknown if medical intervention were given.

Manufacturer narrative:
Additional information was received that the patients wound was incised and closed with stitches. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an erosion at the scalp. No sign of infection but proven to have contamination due to erosion. It was unknown if medical intervention were given.